Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). On event day, the manufacturer was contacted by the hospital reporting that the patient had come into the hospital for a monthly check. During the patient's check, they found his rate at 114bpm with device flows at 9.3 lpm. An echo was performed and inflow incompetence was found with 87% back flow into the ventricle. The patient had mentioned to the physician that the beat rate of the device had increased and had been irregular for the past few days. He also felt that he could not perform as well during this time. The patient was hospitalized and will be screened for high urgent transplant list. The patient was placed on fixed rate of 80 bpm, inotropics; and waveforms were taken. The patient remains on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The patient remains on lvad support while awaiting a heart transplant. No further information is available at this time.